Manufacturer narrative:
Device not returned.

Event description:
The customer reported that they experienced "pump failure". The pump is currently out of warranty. Customer has continued insulin therapy with manual injections. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.